Manufacturer narrative:
Findings: pump received with cracked and bleeding lcd glass, minor scratched display window, cracked case at display window corners. Unable to verify no backlight display due to cracked and bleeding lcd board.

Event description:
It was reported that the customer had a backlight anomaly on the insulin pump. The customer's blood glucose level was 159 mg/dl. The customer was instructed to install a new (B)(6) aaa alkaline battery. The customer states the backlight did not work. The customer was advised that the insulin pump will need to be replaced.